Manufacturer narrative:
A review of the complaint history for sn 14583302 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14583302 was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a bad power module which prevented station from powering up. A field service engineer (fse) confirmed that the area had high volume on the machine and used a power supply from a unit that was not in use to resolve the issue. Further a ticket was raised for the station with faulty power module. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station turned off. User tried to reboot but screen went black. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.